Event description:
A customer obtained a non-reproducible, higher than expected vitros tsh result on a single patient sample while using the vitros 3600 immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, however, no action was taken based on the reported result. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected tsh result occurred. Investigation found no evidence to suggest that the vitros 3600 analyzer or tsh reagent had malfunctioned at the time of the event. The root cause of this event is unknown.